Event description:
It was reported that the pump usb cable was damaged resulting in difficulties charging the pump. Replacement cable was sent to the customer. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.